Manufacturer narrative:
(B)(4). A batch review was performed for the reported batch with no abnormality observed. The sample is not available. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer reported to baxter (B)(6) that the tip protector of the patient line on a cassette used for peritoneal dialysis (pd) was separated in the overpouch. There was no patient injury or medical intervention. No further information is available.